Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 8 days of wear. On (B)(6) 2019, the customer "light head and did not know what was going on around her" and subsequently lost consciousness. The customer was treated by a non-hcp with a shot of sugar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor detached after 8 days of wear. On (B)(6)2019, the customer " light head and did not know what was going on around her" and subsequently lost consciousness. The customer was treated by a non-hcp with a shot of sugar for treatment. There was no report of death or permanent injury associated with this event.